Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges potentially falsely elevated troponin (tni) result with meter: date: (B)(6) 2012, time: 06:21, tni result: 0.13, panel: cardiac; (B)(6) 2012, 07:37, <0.05, cardiac. Patient had a chest x-ray. Results were not provided. Patient was not catheterized, no other treatment was identified. Multiple attempts were made to retrieve additional information from customer. Customer refused to further discuss patient's clinical outcome.